Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2009 and mesh was implanted. Concomitantly, the patient had a perigee and monarc hammock implanted on (B)(6) 2009. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of four medwatches being submitted. See also medwatch 2210968-2013-00496, medwatch 2210968-2013-00497 and medwatch 2210968-2013-00498. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 in order to treat stress urinary incontinence, pelvic organ prolapse, rectal prolapse, cystocele, and gaping introitus. It was reported that the patient underwent the concurrent procedures of perineoplasty, lysis of adhesions, abdominal sacrocolpopexy, enterocele repair, rectocele repair, cystocele repair, and a cystoscopy. No additional information was provided.

Manufacturer narrative:
(B)(4) ¿prolapse. This is one of four medwatches being submitted. See also medwatch 2210968-2013-00496, medwatch 2210968-2013-00497 and medwatch 2210968-2013-00498. The same patient is represented in each medwatch.